Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) as it has stopped working. A replacement surgery was performed in which the existing device was removed and a new system was implanted. During the procedure the cylinders were found to be crossed over in the corpora and the reservoir had migrated to the pelvic area. The patient did not experience complications related to the device and fully recovered following the procedure.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) as it has stopped working. A replacement surgery was performed in which the existing device was removed and a new system was implanted. During the procedure the cylinders were found to be crossed over in the corpora and the reservoir had migrated to the pelvic area. The patient did not experience complications related to the device and fully recovered following the procedure.